Event description:
Reporter stated that pt was found unconscious. Reporter tested pt's blood glucose, using the suspect device, with a result of 113 mg/dl. Based on pt's physiological condition reporter phoned emergency medical services for assistance. Upon their arrival, 20 mins later, pt's blood glucose reportedly measured 37 mg/dl on paramedics' device. Reporter stated that pt was treated with glucose and was transported to the hosp for additional treatment. No additional details of treatment received at hosp were provided. Reporter noted that pt was released from the hosp the following morning. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.